Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). The unit has been investigated by maquet service technician: the failure could be confirmed. After inspections it was found out that the control board was defective. The board was replaced. All tests passed successfully and the device is ready for clinical use. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4). During start up of device a "head error" was shown on the display. No patient involvement.